Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right open hemi-colectomy, while stapling of the right colon, the stapler and the reload jammed and would not fire. Another stapler and reload was opened to complete the procedure. There was no patient injury in this event.